Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had intermittent undersensing seen on stored electrocardiograms. The leads remains in use. No patient complications have been reported as a result of this event.